Manufacturer narrative:
Investigation conclusions: the investigation of the returned web system found the pusher bent with the over coil damaged at the distal section and the pusher hypotube bent at the proximal end. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces that exceeded its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces that exceeded the tensile strength of the solder joint.

Event description:
No additional incident information was received; however, the evaluation of the returned device is completed. Please see h6 & h11.

Event description:
It was reported that the web device was used in an unspecified embolization procedure. Due to sticky detachment the web sl 6x2 was not used and the procedure was complete with coils. Additional information received reported, before using the web, the physician confirmed that the wdc controller indicator light was blue and that deployment was successful. However, detachment did not occur. The physician then attempted detachment using an additional wdc controller, but it was unsuccessful. The physician tried moving the via catheter back and forth to detach the web, but it did not work. Two controllers were used. After retrieving the web device, there were no replacement webs available, and the procedure was completed with coils. The procedure was completed as a coil case instead of a web procedure and were unable to provide further details. There was no medical or surgical intervention performed and there was no reported patient harm.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.